Manufacturer narrative:
Becton dickinson and company's (bd) medication delivery solutions (mds) business unit will discontinue malfunction MDR reporting for certain device failures that have not caused or contributed to deaths or serious injuries in the past two years, and where the likelihood of a death or serious injury as a result of these malfunctions is remote. This decision follows FDA guidelines (medical device reporting for manufacturer's guidance for industry and food and drug administration staff issued nov 8, 2016, reference section 2.15). Bd notified FDA of this decision on mar 3, 2025. FDA has reviewed and responded to bd¿s notification (reference FDA document # (B)(4)) on march 7, 2025. This documentation is available in bd document management system (sap) as dir (B)(4). This supplemental MDR is being filed to document that the below device failure will no longer be considered a reportable malfunction MDR for the product family below: product family: nexiva, device failure: molding defective.

Event description:
No additional information.

Manufacturer narrative:
This MDR is a result of an investigation finding. The complaint that the needle was stuck was confirmed; however, the root cause could not be determined. One 20g nexiva unit from lot #3116949 was provided for investigation. The IV catheter was received with the needle in place. An attempt to withdraw the needle through the catheter revealed resistance. The dimensions of the mating components were measured. Both the inner diameter of the washer and the outer diameter of the needle were within specification. A review of the inspection records and quality/manufacturing controls for the implicated lot indicated no issues with the manufacturing process. The complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues.

Event description:
It was reported that bd nexiva single port unable to loosen the needle. The following information was provided by the initial reporter, translated from chinese to english: open the package, up and down to loosen the needle core when stuck blunt, withdrawal of the needle core difficulty.